Event description:
It was reported that during a liver resection procedure using the da vinci surgical system, the plastic near the tip of the fenestrated bipolar forceps instrument melted during energy irrigation. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found thermal damage at the yaw pulley distal hub, where material appeared to be missing. The conductor wires were not damaged. The instrument passed electrical continuity testing. No other damage was found.